Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. Although requested, patient information was not provided. Although requested, further information was not provided.

Event description:
It was reported from the cardiac ICU that the "pump alarmed: channel error. An error has occurred on channel b. Press confirm to continue operations of unaffected channels. Replace channel with an operational unit as soon as possible code: 240.4150. Htm found lvp fluid side pressure sensor issue. Replaced sensor and returned to service." There was no patient harm. Although requested, further information was not provided.